Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system requested a system explant due to inadequate pain relief. The patient had been implanted for 50 months and has not reported adequate pain relief since implantation. The evoke scs system was confirmed to be functioning as intended prior to explant.

Manufacturer narrative:
The evoke scs system was not returned to saluda for analysis. The root cause of the reported inadequate pain relief cannot be definitively determined. The evoke scs system was confirmed to be operating as intended prior to explant. The evoke scs system surgical guide states ¿the risks associated with the implantation and use of a spinal cord stimulation system include inadequate pain relief following system implantation and the patient may require surgery (including revision, explant, and replacement) as a result.¿